Event description:
Customer has been using the 612 moderate proxabrush go-betweens (refills) identified that in the standard 8-pack, the bristles on one or two of the brushes has fallen off after just a couple of uses.